Manufacturer narrative:
On (B)(6) 2015: customer¿s contact reported that blood glucose levels were much better now at 220mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevating to 450mg/dl. The customer indicated that they were eating a buffet, and were on new medication for a urinary tract infection. Elevated bgs were treated by administering a bolus, and 15 minutes later, bgs were dropping back down (435mg/dl). System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made that the customer consult with a healthcare provider to discuss what may be affecting bgs.